Event description:
A surgical technician reported following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was patient was off over a diopter. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).